Event description:
It was reported that pump battery depleted too quickly despite normal use, with caller noting excessive daily battery loss confirmed in pump history. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump while technical support evaluated battery usage, and pump replacement was arranged by technical support as resolution.